Event description:
It was reported the patient¿s previous implantable neurostimulator (ins) went bad and had to have it replaced because of improper charging. The patient had no idea when it was replaced. There were no patient symptoms reported. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 3708220, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2015-(B)(6), product type extension. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).